Event description:
The pt had his heart valve replaced due to "gross mitral regurgitation secondary to periprosthetic leak as the result of subacute bacterial endocarditis". During the operation it was noted that "approx one third of the posterior wall near the old medial commisure was completely loose. The sutures appeared to be involved or had pulled loose from what appeared to be necrotic tissue with old healed vegetations adherent to the valve and to the subvalvular area".